Event description:
It was reported that during use of the iab, blood was noticed in the pump's helium tubing. As a result of this, the iab was removed. There were no pt complications.

Event description:
It was reported that during use of the iab, blood was noted in the pump's helium tubing. As a result of this, the iab was removed. There were no pt complications.